Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup operation. Device replacement will be scheduled due to normal elective replacement indicator.

Manufacturer narrative:
Analysis confirmed normal battery depletion.